Event description:
The whirlpool chair was pulled onto the wheelbase to unlock it from the tub. The chair fell off the base and landed on the employee's left leg. The employee required minor medical attention.